Event description:
It was reported, that the patient presented with a skin abrasion near the incision site. That was due to the adhesive from the bandage. It was also noted, that the patient had a pericardial effusion. After interrogation, it was found, that the atrial lead had a greatly elevated capture threshold. And the bipolar and unipolar impedances had both dropped significantly. The patient, then started to present with infection symptoms. The entire system was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.